Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Microscopic inspection of the distal shaft revealed damage to the catheter shaft at the distal edge of electrode ring 4. Optical fibers 1 and 3 were tested for fiber fractures using a visual fault detector, and an optical fiber fracture was detected at the location of the detected shaft damage. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, further functional testing was not performed, and the cause of the reported damaged electrode remains unknown.

Event description:
This report is to advise of an event of a damaged electrode noted during analysis.